Manufacturer narrative:
A ge service rep performed an on site investigation. The igbt snubber board fuse and cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not boot up and had a ma, kv, and overload fault error messages prior to a case. No pt injury was reported.